Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a scope used for spinal therapy. It was reported that the scope become white and cloudy.  There was no patient symptom reported. There were no further complications reported regarding the event. The pre-op diagnosis of this surgery was lumbar disc herniation. The type of procedure involved during the event was med procedure.

Manufacturer narrative:
H3:product analysis of product:9560100, lotno:1018242 analysis found that the requested phenomenon could not be observed during the incoming inspection, but it was found that the outer tube tip was damaged. E1: initial reporter is unknown b3: event date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of product:9560100, lotno:2078235r analysis confirmed that, upon inspection at the time of acceptance, the reported issue could not be observed, but it was observed that the outer tube tip was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.